Event description:
A malfunction alarm, identified as malfunction code 24, was reported, with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump since the malfunction code could not be reset. The customer was advised they would receive a pump with updated software and was given instructions on putting the current pump into storage mode for return, programming settings into the replacement pump, and connecting their cgm to the new pump. Technical support confirmed the shipping details and arranged the delivery of the replacement pump, instructing the customer to return the faulty pump within ten days to avoid charges.